Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the va lockscr ø2.7 head 2.4 self-tap l20 ta (part # 04.211.020s, lot # l420429, mfg # 22-may-2017) was received at us cq with the head broken off and still attached to the plate. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: this mre review is for sterilization procedure only part: 04.211.020s, lot: l420429, manufacturing site: selzach , supplier: (B)(4) , release to warehouse date: 22.may 2017, expiry date: 01.may 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.211.020 lot: h350396 manufacturing location: monument manufacturing date: 28-apr-2017 part number: 04.211.020, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm lot number: h350396 (non-sterile) lot quantity: 232 this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: part number: 04.211.020.999, 2.8mm ti screw blank 20mm 2.7 variable angle w/sd8 lot number: h318082 lot quantity: 957 work order traveler met all inspection acceptance criteria. Part number: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8 lot number: h302465 lot quantity: 957 work order traveler met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: 7229232 lot quantity: 797 lbs. Product traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant product reported: lcp superior anterior clavicle plate (part 04.112.011s, lot h817053, quantity 1); cortex screw (part 404.818s, lot 3l25844, quantity 1); locking screw (part 412.105s, lot 4l08304, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date of postoperative screw breakage is unknown. Additional device product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for left clavicle epiphyseal fracture with a clavicle plate and the variable angle locking screws in question. On (B)(6), the patient reported pain and the x-rays taken confirmed that the 4 locking screws (2.7mm) had been broken at its neck. On (B)(6) 2019 the patient underwent re-operation and the surgeon removed all implants. The surgeon removed the locking screws with forceps. The surgeon found that the plate was not set in the posterior position than during the initial operation. The surgeon set a clavicle hook plate and he finished re-operation successfully. There was no surgical delay. The surgeon commented that the wrong position of the plate might have caused the non-union and the screw¿s strength might have been insufficient. Patient outcome reported as stable. Concomitant product reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.7mm ti va locking screw 20mm. This is report 2 of 4 for complaint (B)(4).